Manufacturer narrative:
Us reporting agent notification received: (B)(4) 2014. Complaint details: inner foil (package) was welded with outer foil (package). Samples received: 1 open pouch. Analysis and results: there are no previous complaint of this code batch. There are no units in OEM stock. Failure analysis: defect accidental, as an effect in the welding machine and these units were not sorted out by the personnel involved in this process. This defect was an accidental and isolated defect. Final conclusion: the complaint is corresponding (justified). Actions on product: replace this code/batch to the end customer or refund. Corrective and preventive actions: OEM has initiated CAPA, OEM has taken the proper steps to prevent re-occurrence.

Event description:
Country of complaint: (B)(6). Failure in production process. Inner foil was welded with outer foil.